Event description:
It was reported that pump alarm 30 occurred while the pump was in use. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.